Manufacturer narrative:
As reported, the subject patient developed a seroma post implant of a phasix mesh. The clinician has assessed the patient¿s postoperative seroma as probably related to the study device and causally related to the procedure. However, based on the information provided, the extent to which the phasix mesh implant used to treat the patient may have caused or contributed to the reported patient's postoperative seroma cannot be determined. Seroma formation is a clinically understood potential complication of surgery/use of the device and is identified in the instructions-for-use provided with the device, as a possible complication. A review of manufacturing records was conducted and shows the product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per clinical trial (B)(6): the subject patient was admitted to the hospital on (B)(6) 2026 and underwent an open robotic assisted primary laparotomy, splenectomy and pancreatectomy during which a phasix flat mesh onlay was placed and secured in place with absorbable multifilament sutures with 2-0 pds. The surgery was done with trimming the phasix mesh (15cm length and 6 cm width). Patient was discharged from hospital on (B)(6) 2026. On (B)(6) 2026, the subject patient developed seroma, and no further action was taken. The reported adverse event (seroma) has been assessed per clinicians as probably related to the study device and causally related to the procedure. It has been assessed as mild in severity and not recovered/not resolved; the reported ae does not meet the definition of a sae (serious adverse event) and the definition of usade (unanticipated serious adverse device event).